Event description:
It was reported that a patient underwent a laparoscopic semi-radical hysterectomy, bilateral adnexectomy, pelvic lymph node biopsy procedure on (B)(6) 2023 and absorbable hemostat was used. The surgeon asked for information regarding fevers after using the product. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). The device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the reported had a case of fever from using surgicel? The hospital requested us to provide information about cases of fever after using surgicel powder. As of now, we don't have further information about the individual case. Please tell us about the primary disease and patient background (initials, age, gender, medical history, allergies), uterine cancer, initials y.n., 49 years old, female, femur fracture, left duplicated ureter, no allergies. Please tell us the procedure name: laparoscopic semi-radical hysterectomy, bilateral adnexectomy, pelvic lymph node biopsy. What was the specific site of use of the powder? Bilateral pelvic lymphadenectomy, periureteral, and vaginal ablation. What was the amount of powder used? 1 whole amount. Was any hemostatic material other than the complaint product used? Tachosil 2cm square. After confirming hemostasis, was the area where powder was used washed to remove excess? Yes, it was washed. Do you think the powder was the cause of the fever? It is unclear. What did you do for the fever symptoms? Vaginal washing, administration of metronidazole tablets and antimicrobials. *antimicrobial schedule was as follows. From 3/23 - sulbactam sodium administration started from 3/26 ¿ it was changed to meropenem hydrate from 3/31 - clindamycin added. Due to skin rash, finished on april 1 from 4/2 ¿ it was changed to minocycline patient's fever resolved, and was discharged on april 4. How is the patient's condition now? Patient is in good condition. What is the procedure date (dd/mm/yyyy)? 03/21/2023 the following information was requested, but unavailable: what date did the fever occur on (dd/mm/yyyy)? Was there any medical or surgical intervention performed (re-operation; prescription medication)? If medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Yes, it was used to address active bleeding. 2. Was the surgicel product left in place? Was the excess irrigated and removed? After confirming hemostasis, the area where powder was used was washed to remove excess. 3. Has any surgical intervention been performed? There was no surgical intervention. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. What is the lot number? 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever? 5. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.